Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 7075221 brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 7073531 brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 7075019.

Event description:
It was reported that the patient experienced stimulation in non-target areas, and also lost pain coverage. The patients spinal cord stimulation (scs) system was reprogrammed however the issue persisted. Imaging confirmed that two of the four leads migrated. The patient underwent a procedure in which the two leads that migrated were replaced. The patient has recovered. The explanted leads will not be returned as they were discarded at the medical facility.